Event description:
A review of a journal article found that 14 pts underwent 14 revision surgeries: 8 revisions for recurrent dislocations, 3 revisions for loosening of the acetabular component, 1 revision for painful hip, 1 revision for femoral stem loosening, and 1 revision for protrusio acetabuli.

Manufacturer narrative:
Info was received from a journal article. There are insufficient details available at this time to confirm the reported events or determine a root cause. If additional info becomes available, the info will be submitted in a follow up report.